Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported for surgery for a ventricular tachycardia ablation procedure unrelated to the device. The location of the procedure was close to the left ventricular lead electrodes. High capture threshold and loss of capture ensued due to the proximity of the ablation procedure. Asystole was noted for nine seconds. Programming changes were made immediately. The patient was stable and discharged.